Event description:
The facility representative contacted baxter to report an infusor that had a leak. The event occurred before use. The leaked occurred once the device was filled with levobupivacaine. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is report 1 of 2 received with the same reported problem on the same lot number from this facility.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation because it was in bad condition. A batch review was performed and the lot meet all requirements prior to release. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.